Manufacturer narrative:
Pump s/n:(B)(4) was received and evaluated; the issue was confirmed. During evaluation it was noticed that the gearbox, rotor assembly and ultrasonic sensor were damaged. The damaged parts were replaced and the pump was retested and passed all functional tests. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device distributes the formula at a faster rate than indicated.